Event description:
Boston scientific received information that this pacemaker previously showed one year remaining longevity. During the recent check, the device showed less than 3 months remaining longevity. Analysis showed that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other devices that have had continuous average power increases. The device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker previously showed one year remaining longevity. During the recent check, the device showed less than 3 months remaining longevity. Analysis showed that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other devices that have had continuous average power increases. The device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.